Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had a non-functional therapy electrode.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrode) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. There were fractured solder connections at the j2 tab inside of the therapy electrode (te). The cause of the test failure was isolated to the fractured solder connections. The root cause of the fractures was an improperly formed solder connection combined with mechanical stress. A corrective action was issued for this error. No adverse event resulted from the defective electrode belt.